Event description:
The customer reported that a donor previously typed, as rh positive did not react in the anti-d microtube using mts a/b/d monoclonal grouping card lot # 61708053-06. The customer indicated that the donor segment reacted at the weak d phase with a competitor reagent. No erroneous results were reported. A false negative result in anti-d may lead to misclassification of a pt's rh phenotype.

Manufacturer narrative:
Ocd performed retained testing using the returned donor segment and mts a/b/d monoclonal grouping card lot# 61708053-06. The sample reacted negative in the anti-d microtube of the gel card and positive at ahg phase only in tube method. The sample is most likely a weak d example reacting negative in anti-d gel antisera and positive in tube. Batch record review was within release specifications. Incident is isolated most likely sample related.